Manufacturer narrative:
If explanted, give date: (B)(6) 2019. It was confirmed that explant was done in (B)(6) 2019. It was also noted that the patient is 20/25 j2, doing well and happy. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If explanted, give date: not applicable, as lens remains implanted. The device is not returning as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Attempts have been made to obtain missing information; however, to date, a response has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a doctor has a patient, 5 weeks post-op zxr00 intraocular lens (iol) with a refraction of -1.5d +0.75d @ 105 noted during post-operative examination. The uncorrected distance visual acuity (ucdva) was 20/60, j2; corrects to 20/25. The patient is on restasis. The surgeon may decide on explant and replace with a lower power lens, same model zxr00. Doctor has requested a consultation to include a review of the manufacturing documentation. A review of the manufacturing records confirmed the lens was manufactured within specifications. No further information was provided.

Manufacturer narrative:
Additional information: device available for evaluation : yes, returned to manufacturer on 6/18/2019. Device returned to manufacturer : yes. Device evaluation: on june 18, 2019 the return sample was received. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.